Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that shock is not delivered. Device was in clinical use without reported patient harm, but may delay treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Codes were corrected as well as investigation summary was updated as below: the device was evaluated onsite by an authorized service provider (asp), who confirmed therapy was disabled. The device was returned to full functionality following an operational check. A review of the device and software logs confirmed a single instance of ¿shock aborted¿ was recorded on the day of the event when the pads/paddle contact quality (as measured by the pci or patient contact indicator) was measured as out of scope. There were no device errors recorded. The patient event file and patient details have not been provided to philips for review. The device remains at the customer site and no further evaluation is warranted at this time.